Manufacturer narrative:
Combination product: yes.

Event description:
Lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 47.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragment was analyzed. The insulation and conductor coil were found squeezed 28.5 cm proximal to the lead tip. The deformation probably occurred from a tight suture sleeve. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.